Event description:
The physician carried out dc when the patient was sent to a hospital with vt. After that, the threshold value increased for both a and v lead. Other data are normal. When the physician carried out dc, it was done near the device, thus please investigate if the device lead failed because of it. During the upgrade, the data was measured with a red-black cable, but the data was not good. The physician does not allege the device malfunction but is wondering if the cause is the effect of dc or the patients cardiac muscle problems.

Manufacturer narrative:
The leads and the pacemaker were returned for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for the leads and the pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Within the pacemaker analysis, the device is fully functional. The device was fully capable to deliver appropriate anti-bradycardia therapy. Threshold measurement function was tested during analysis showing no indication of a device malfunction. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.